Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Additional information was received. A replacement procedure was been performed. This device was removed and will be returned for analysis.

Event description:
Boston scientific received information that less than one year after implant, an internal technical service consultant was contacted for a longevity calculation of this implantable cardioverter defibrillator. The atrial thresholds are increased, however atrial pacing is less than one percent. There was concern that the battery may have been depleting more rapidly than expected as interrogation revealed three years remaining. No adverse patient effects were reported. Additional information was received: engineering reviewed the data and determined the device was noted to consume additional power five months earlier. One fault that corrected appropriately was noted prior to that increase. After further review; device replacement was recommended.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical allegation.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When the device has been replaced and returned, analysis will be performed in an attempt to determine the root cause of this event.